Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis in poor condition. A leak was observed following filling the reservoir with water. The leak was noted to come from the right bottom corner of the tank; confirming complaint. Based on the evidence, the root cause is from normal wear and tear.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer leaks water. No adverse effects were reported.